Event description:
It was reported that the user experienced hypoglycemia while using the ilet, including an episode with a documented glucose of 41 mg/dl lasting approximately two hours, after which the user treated with oral carbohydrates and juice and later performed a factory reset due to concerns the device was not learning correctly. Symptoms included low blood glucose with device low and urgent low alerts. Outcomes included self-treatment without medical intervention or assistance. Investigation included case review, analysis of user-reported data, and provision of troubleshooting and education with assignment for additional training. Investigation of this case revealed fluctuations in glucose and user-perceived inconsistency, with no confirmed device malfunction identified at this time. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.